Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2013 resulting in fixture loss.

Manufacturer narrative:
This report is filed 11 apr 2014.

Manufacturer narrative:
(B)(4).